Event description:
Pt reports that the cadd extension tubing we sent her is kinked and damaged (has holes in the tubing) and that when she hooks it up to her pump, it causes a pump error. She threw all of the kinked tubing away, but did keep some of the packaging to report the lot numbers to us. States that some of the packaging looks like it is stamped and that perhaps something punctured the packaging? We have since shipped her new tubing, which she says works fine. It is unclear if it was a manufacturing issue or if something happened to the tubing upon shipping. Lot numbers 57x059, 56x487 and 57x121; no expiration date available. Pt advised that if she comes across more damaged tubing to keep it so we can get it back from her to examine. No further information is available. Dates of use: from (B)(6) 2017. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.